Manufacturer narrative:
Insulin pump alarmed pump error 41 alarm during rewind sequence. Motor was tested outside of the device and pump alarmed pump error 29 alarm; problem isolated to motor/force sensor. Unable to verify pump error 39 alarm due to motor anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump errors. The customer¿s blood glucose was 218 mg/dl at the time of incident. Customer reported that they were able to clear the alarms. Customer stated that they were not able to rewound the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.